Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Issue: while starting an IV, I was using a 22 gauge, and after getting a "flash", I started to advance the catheter, it split right down the needle to where it connected with the patient¿s skin, giving her a little pinch in her skin. When I withdrew the needle, I could see that the needle and catheter were separate, the catheter was not sheathed around the needle. Event date: 1/15/2026. Was there injury? Yes. Pt required an additional poke.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383532 and lot number 5274581. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.